Event description:
Same as MFR # 6000130-2005-00019. During a coronary drug eluting stenting treatment procedure, difficulty removing the delivery device from the guide wire was encountered. A luge guidewire was inserted into the right coronary artery (rca), followed by predilation with a 2.5 x 20 mm otw maverick balloon and a 3.0 x 20 mm otw maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 8.8% 3.0 x 32 mm drug eluting stent, however, the catheter kinked due to the physician pushing too hard. Consequently, the stent was never deployed and was removed without any complication. The lesion was then dilated again with a 3.0 x 20 mm otw maverick balloon. After dilation, the luge guidewire was exchanged for a platinum plus guidewire. The physician then successfully deployed a taxus express2 8.8% 3.0 x 32 mm drug eluting stent to the target lesion at 22 atms. During withdrawal, the stent delivery device became stuck on the platinum plus guidewire. The physician decided to remove the entire delivery system together intact. The physician was very satisfied with the result and there were no pt complications or injuries. Pt status is reported as "good."